Event description:
User reports a capillary tube broke during handling process. User's face was exposed to shards of glass and the blood in the capillary tube. If additional information is received, appropriate notification will be provided.